Manufacturer narrative:
Philips received a complaint on the heartstart xl indicating that the configuration file is missing. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. However, the customer refused to repair the device and no repair was performed. Based on the information available there is insufficient information to confirm the reported problem. The device remains at the customer's site. No further action is warranted at this time. H3 other text : quote was provided for diagnostic service, customer declined.

Event description:
It was reported to philips that the heartstart xl is missing a configuration file. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.